Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.